Event description:
(B)(4). Began tracking menstrual cycles which had become irregular. Having 2 distinct cycles per month. Had routine pap in august which came back abnormal. Additional tests, biopsies were performed resulting in an ablation in (B)(6) of 2013. Experienced swelling of face, hands, knees and feet; crippling joint pain in knees, feet arms and hands, intermittent rashes, excessive uterine bleeding. Two menstrual cycles eventually became one continuous cycle for months which did not respond to birth control. Large clots passed with severe cramping. At other times there are no clots but flow is like that of a faucet and will bleed through heavy duty pads within 20 minutes. Abdominal pain and cramping. Standard pms symptoms however all are on overload. Loss of energy, bloating, severe hair loss. No evidence of fibroids, cysts or endometriosis. Ablation failed within 6 months. Currently undergoing exact same tests with possible outcome of full hysterectomy. Nickel allergy came back negative; however blood work indicates inflammation and anemia. No other health issues. Essure implanted in 2008. Current ultrasound indicates placement of right coil but left could not be positively identified. Left side is where pain occurs. Awaiting hsg test to identify exact placement.